Manufacturer narrative:
Sample collection and centrifugation information was not supplied. No specific event qc data was supplied. Per the customer, the analyzer was performing within qc specifications at the time bec contacted the customer. Per the customer, the laboratory has an accutni patient sample repeat analysis procedure, which includes repeating all accutni samples recovering outside the laboratory's normal reference range prior to reporting out results. A clear root cause was not determined for this event.

Event description:
When contacted by beckman coulter, inc. (Bec) accutni marketing survey program, a customer indicated an occurrence of non-reproducible false positive troponin (accutni) result generated by a unicel dxc 600i synchron access clinical system for one (1) patient's sample. Actual patient result was not supplied. The customer did not report affect to the patient attributed or connected to this event. The customer did not provide information indicating an increase in occurrence or an instrument malfunction.